Manufacturer narrative:
(B)(4). During investigation by baxter it was determined that this incident was caused by use error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed in the lab due to a lack of sample. Per the complaint information the cause of the alarm is due to the patient having a clamp open on a supply line not connected to a solution bag. The lot number is unknown therefore a batch review was not performed. Labeling review found the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter?s technical service center and reported receiving system error 2240 on the homechoice (hc) machine during dwell 3. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set. While in dwell 3, the hp left 2 spare clamps open causing the alarm . The tsr advised the hp to discard all supplies and to report the alarms to the nurse. The hp will finish tonight's therapy manually. No patient injury or medical intervention was reported.